Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. Quality controls were within specification prior to the event. The results were not reported out of the laboratory. The operator observed the erroneous results, replaced the sodium electrodes, recalibrated the system and ran quality controls. The problem appeared corrected. The samples were then retested and the results were within expectation. The retested results were reported out of the laboratory. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or evaluation of the system was initiated for this event. The customer replaced the sodium electrode and reference electrode that temporarily corrected the issue. Although the electrodes were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is 1 of 3 medwatch reports being submitted as the customer reported this event occurring on 3 separate dates. Reference the below reports for all associated events: MDR # 2050012-2010-00765, #2050012-2011-004380. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.